Manufacturer narrative:
(B)(4).

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the heater cooler unit was leaking and had to be removed from the case. As a result, an alternate device was employed. The surgery was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) tested the unit and examined for leaking, but was unable to duplicate the reported issue. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.